Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken output connector assembly. It was also indicated that the cases were broken, a knob was missing, the main seal was pinched, display frame boss was stripped, two case screws were contaminated, and a display wire was pinched and wire was exposed. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken output connectors and the patient cables would not stay in the ports. The epg was returned for service. There was no patient involvement.